Event description:
Almost choked [choking sensation] . Toothbrush head popped off. Oral-b [device breakage]. Case narrative consumer via e-mail stated that the oral-b toothbrush head popped off, ejecting down toward their throat causing them to almost choke. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.